Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 131-132 mg/dl.